Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed a no disposable alarm. A functional test was performed, and the reported issue was duplicated. It was determined that the cause was due to the defective motor downstream sensor. As a result, the downstream sensor was replaced, and the upstream sensor was re-calibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, h4, d4: UDI, and g4: 510k are unknown.

Event description:
It was reported that the pump exhibited a cassette alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.